Event description:
(Strings breaking off), leaving nothing to remove the tampon with, retained- vagina [foreign body in reproductive tract]. Strings are breaking off tampons [device breakage]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via e-mail that strings are breaking off tampons. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.